Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the lead by fluoroscopy in two areas between the svc coil and the distal coil. Lead remained implanted and active. Patient was stable.